Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on 9/12/2017 stating that this lead exhibited impedances less than 200 ohms measurement present over past few month and noise. The following physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).